Event description:
Patient reported the aligners have caused their teeth to become very sensitive, sore and loose. They have spoken to their doctor and dentist who said that this is not normal and they need to immediately stop all treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.